Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the user may have hit the connector something hard or stress to the connector toward loosening direction was accumulated, which made the connector deteriorated over time, leading to breakage of the connector. The event can be detected and prevented by following the instructions for use (IFU). Chapter 3 inspection before use. 3.3 inspecting the equipment¿s connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of the connecting tube of the subject device broke. The facility finished the procedure with a replacement device. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.